Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. Occupation: doctor. PMA/510(k) - k122590, k163004. The actual sample was not returned; therefore, an investigation could not be performed. Review of the manufacturing record and the shipping inspection record of the involved product/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file did not find any other similar reports with the involved product/lot number combination from other facilities. According to the result of investigation, no anomaly was noted in the manufacturing record or the shipping inspection record. However, in this case, since the actual sample was not returned and the details of the occurrence were unknown, we were unable to determine the cause of the reported event. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when the radiofocus guidewire advantage was removed from the packaging, roughly 0.5cm of the tip had broken off. The wire was not used, nor did it enter the patient. The procedure continued with an alternative non-terumo wire without complication. The event occurred pre-treatment. The patient was not harmed.